Manufacturer narrative:
Gas spring trip.

Event description:
It was reported by service report that the fowler does not move. It is unknown if there was patient involvement or if there are adverse consequences to report.